Manufacturer narrative:
The prosthesis was received in generally good condition except for a chipped area on the orifice in the outflow side. The sewing cuff was almost complete. Marks of the removed sutures and traces of pannus were visible on the prosthesis. Visual examination of the returned device revealed traces of contact with surgical tools on the leaflet (inflow side), which can reasonably be attributed to the explant procedure and correlate to the damage observed on the orifice. No other elements of non-conformity were identified. Based on the physician's judgement, the event was attributable to the patient's endocarditis, which was not valve related. Visual inspection of the returned device did not reveal any elements of non-conformity that may have contributed to the reported event. All damage observed on the prosthesis can be attributed to the explant procedure. Based on the investigations performed and the available information, the event is deemed attributable to patient factors and not related to the device. No further investigation is warranted. Note: the device was received for analysis on august 3, 2018. However, information indicating that this was a reportable event was only received on august 7, 2018. Therefore, "date received by manufacturer" is later than "date returned to manufacturer."

Event description:
A top hat valve was explanted due to clotting around the valve. It was reported that the surgeon believed the event was attributable to the patient's endocarditis and was not valve-related. The patient had fever prior to the event and endocarditis was confirmed. (B)(6) was identified in blood culture. Antibiotics were administered before explant. The valve was replaced with a tissue valve, and the patient was discharged normally after the case. The implant date was not provided.